Event description:
Customer reportedly received results of "400-something" (mg/dl) and 110 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No blood glucose symptoms reported with these results. No quality controls were used. No adverse event reported. Requested return of suspect device, but customer will not return; replacement was sent.